Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B)(6) 2013, inratio: 1.65, lab: 5.2. Therapeutic range: 2.0-3.0. Time: tests were taken less than 30 minutes apart.

Manufacturer narrative:
Customer reported inratio result 5.2. Clsi states, "results exceeding an inr of 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing" (ref 9.4). Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: (B)(6) 2013, inratio: 5.2, reference: 1.65, mean: 3.43, confidence limits: 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The last in-house therapeutic donor testing performed on the reported lot 299623 on (B)(4) 2013 yielded the following results: donor 1: inratio: 2.7, 2.7, 2.7, reference: 2.93, bias threshold: 1.93, 3.93, %cv: 0.00. Donor 2: inratio: 2.4, 2.6, 2.4, reference: 2.01, bias threshold: 1.01, 3.301, %cv: 4.68. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required.